Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Contamination was found inside pump. The pump was not functionally tested due to contamination. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has leaks in proximal cylinder body attributed to wear at fold; holes were present. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification. Product analysis confirmed the reported event. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not inflating due to a leak in one of the cylinders. A new inflatable penile prosthesis was implanted. The patient outcome was good following the surgery.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not inflating due to a leak in one of the cylinders. A new inflatable penile prosthesis was implanted. The patient outcome was good following the surgery.